Event description:
No additional information received the patient's intravenous treatment clinic found that the outer edge of the unopened folicili syringe was broken, which did not affect use, but the hand may be injured. Among the remaining flesies, (B)(4) were found. 2024-8-27 update information comment(sent):1. The customer reported seven occurrences; are they all related to a single event or do they pertain to different events? If they are distinct, please provide the dates of the other events. 2. Have the (B)(4) occurrences involved a single patient or multiple patients? Comment(rec): according to the customer, several faulty flushers were found in (B)(4) boxes. However, the samples with problems were not consistent with the batch in the complaint, so a new complaint was made. The express number sf (B)(4) has been sent. The feedback is the same problem.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3355640. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
The patient's intravenous treatment clinic found that the outer edge of the unopened folicili syringe was broken, which did not affect use, but the hand may be injured. Among the remaining flesies, 7 were found.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.